Manufacturer narrative:
Follow-up #1: date of submission 11/29/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/03/2016 with the following findings: a review of the pump¿s black box revealed no evidence of a short battery life. There were cs177/cs128 battery warnings/alarms occurring due a discharged replace battery. The battery compartment was found to be undamaged and no battery cap was returned. A test battery cap was able to fit securely. The ez-prime steps were performed correctly and all currents readings were within specification. The ¿short battery life¿ was unable to be duplicated. Unrelated to the original complaint, there was moisture corrosion observed in the battery canister. A leak test passed. The pump¿s cover was removed and there was no further moisture corrosion or any intermittent condition found to the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging a battery life issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.